Event description:
According to the reporter, "we had 3 surgical site infections out of 3 didts with the same germ."

Manufacturer narrative:
No product was returned for evaluation. A review of device history record was performed and no issues were noted during manufacturing and all product met requirements prior to release. The report could not be substantiated and a cause for the event could not be established.